Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and revealed that there is an intermittency between the pin and the cap on the is-1 connector. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had cosmetic depression.

Event description:
It was reported that the lead was oversensing and had an apparent lead fracture. It was also reported that there were multiple non-sustained ventricular tachycardia episodes. The lead was capped and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have reported as a result of this event.